Event description:
A surgeon reported a case of 'hole in the flap', after a lasik flap procedure. Reporter also stated that the energy applied by the laser was higher than intended. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).